Manufacturer narrative:
This issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The hospital staff performed a pre-use check of this c1. He forgot to turn off the power of the c1, so the c1 was left in the room as it was. However, the c1 suddenly went into ambient mode and the alarm kept going off. What do you think could be the cause?